Event description:
It was reported that on interrogation six weeks post implant it was found that the device was still initializing. No atrial lead was implanted and the port was plugged. The patient was scheduled to be seen. The device is still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states, however, it is similar to a device marketed in the u.s. The event is being reported due to an alleged malfunction. This device was included in that field action.  Based on the information received and without the return of the product, it could not be determined whether this device performed as described in the field action. (B)(4).